Event description:
It was reported that balloon leak occurred. The 65% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 3.00 x 20mm synergy shield drug-eluting stent was advanced for treatment. The stent balloon was inflated twice at 12 atmospheres; however, the stent balloon was found to be leaking. The device was removed, and the balloon was damaged. The procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.